Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ldm244 mfg date: 04/04/2017, exp date: 03/31/2019; batch ldz433 mfg date: 04/18/2017, exp date: 03/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.